Event description:
The customer reported that the sys experienced an uncommanded shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The boards and connectors were cleaned and reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.